Manufacturer narrative:
An investigation has been initiated based on the reported information. Upon completion of the investigation, a follow-up report will be submitted.

Event description:
A facility reported that the staff member was cut by the miltex biopblade 50 per box (33-100), as she was pulling the product out of the box to set up for a procedure. The blade sliced through the paper wrapping that it was packaged in. There was a small laceration to tip of the left thumb, that required first aid only medical treatment provided on site. The staff condition is normal and there were no surgical delay reported.

Event description:
N/a.

Manufacturer narrative:
Updated field: d9, g3, g6, h2, h3, h6, h11. The miltex biopblade (B)(4) per box (33-100) was not returned for evaluation: the device history record (DHR) was reviewed, and no abnormalities related to the reported issue were observed. The miltex biopblade (B)(4) per box (33-100) was not returned for evaluation after three good faith attempts (gfes) were made. Supplier investigation found no quality or manufacturing issues related to the production of the product. The supplier change order is underway to change the product packaging to blister packs. The definite root cause of the reported issue could not be determined. Product packaging changes to blister packs are underway under the supplier change order. If additional relevant information becomes available in the future, this complaint will be reopened and the respective evaluation performed. Trends will be monitored for this and similar issues. At present, we consider this complaint to be closed.